Manufacturer narrative:
(B)(4). Batch # p93z89. Investigation summary: the handpiece was received disassembled. The nose cone and the transducer assembly were not returned. No functional testing could be done due to the condition of the returned device. Therefore, we were unable to investigate further the communication issues reported. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during a laparoscopic cholecystectomy when they plugged the device in it wouldn't work. A similar device was used to complete the case. There were no patient consequences.